Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right tha on (B)(6) 2011, and was implanted with an lfit anatomic cocr v40 femoral head and an accolade tmzf hip stem and was revised on (B)(6) 2024. It is further alleged that he suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding disassociation & abnormal ion level involving a metal head was reported. The event for disassociation was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinical review: summary: this product inquiry concerns a male patient who underwent a cementless right total hip arthroplasty with a trident cup and accolade tmzf femoral stem with a cobalt chrome lfit femoral head coupled with an x3 acetabular liner. The date of implant was (B)(6) 2011. The patient developed head neck disassociation with elevated ion levels and underwent revision surgery on (B)(6) 2024. A competitor femoral stem was utilized. I can confirm that the patient underwent the primary. Confirmation of event: I can confirm that the patient had the primary total hip arthroplasty since I was able to review the original operation report and the x-rays showing the failed implant. I can also confirm that the patient underwent revision surgery since I was able to review the revision operation report. I was not supplied with any post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of head neck disassociation, failure of the trunnion and elevated metal ion levels are multifactorial. These causes include surgical technique, especially in the way of preparation and insertion of the femoral head onto the trunnion at the initial primary procedure. Importantly, there was no mention of any preparation whatsoever in the primary operation report. Also contributing are patient factors including activity level and bmi, and also implant factors. Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. A review of the provided medical records by a clinical consultant stated the following comment: "I can confirm that the patient had the primary total hip arthroplasty since I was able to review the original operation report and the x-rays showing the failed implant. I can also confirm that the patient underwent revision surgery since I was able to review the revision operation report. I was not supplied with any post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of head neck disassociation, failure of the trunnion and elevated metal ion levels are multifactorial. These causes include surgical technique, especially in the way of preparation and insertion of the femoral head onto the trunnion at the initial primary procedure. Importantly, there was no mention of any preparation whatsoever in the primary operation report. Also contributing are patient factors including activity level and bmi, and also implant factors." No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right tha on (B)(6) 2011, and was implanted with an lfit anatomic cocr v40 femoral head and an accolade tmzf hip stem and was revised on (B)(6) 2024. It is further alleged that he suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.